Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The laser machine was examined and tested by an amo field service specialist (fss). The fss found the laser beam was offset and not stable. The fss replaced the galvo block to correct the laser beam instability and side cut issue. The issue has been resolved with the repair. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported a laser procedure was aborted. The procedure was rescheduled and will be converted to photorefractive keratectomy (prk).a brief description from the surgery center indicated there was no side cuts performed on both eyes (ou) of one patient. The surgeon attempted to lift the left eye (os) and observed at the 5-6 o'clock of the flap was going towards the hinge, there was an area that did not lift. The surgeon made a decision to abort the procedure and did not attempt to lift the right eye (od).